Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom) (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 178, 168 and 201 mg/dl. The customer's expected fasting blood glucose test result range is 102 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: 1:178mg/dl (B)(6) 2017 10:07 am fasting:yes. 2:168mg/dl (B)(6) 2017 08:06 am fasting:yes. 3:201mg/dl (B)(6) 2017 08:25 am fasting:yes. Memory concerns:201 mg/dl. Customer states high result.